Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to water and it is no longer working. No blood glucose levels reported at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and unable to download due to moisture damage on the electronic assembly. Moisture damage was also found on the motor. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. The insulin pump had scratched case, cracked case at battery tube side and a pillowing keypad overlay.